Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This event was identified as part of a customer notification (B)(6) 2010. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. (B)(4).  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated that was completed 06/30/2010.  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.

Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed to deliver an unspecified chemotherapy medication, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted the vtbi was complete; however, there was an unspecified amount of medication remaining in the container. At that time, the nurse programmed an unspecified "estimate" vtbi and the delivery was started. After an unspecified length of time, it was reported the nurse went to the pt's room and noted air was proximal and distal to the cassette with no device alarm. No air was delivered to the pt. The device was removed from clinical service. The customer contact reported there was no change in the pt status and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.